Event description:
This case was reported via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of asthenia ("asthenia, numerous disability leaves") in a female patient who received essure (batch no. B72578). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2015, the patient experienced asthenia (seriousness criterion disability), urinary tract infection ("recurrent urinary tract infections"), syncope ("recurrent fainting spells") and depression ("mixed anxiety-depression disorder"). At the time of the report, the asthenia, urinary tract infection, syncope and depression outcome was unknown. The reporter provided no causality assessment for asthenia, urinary tract infection, syncope and depression with essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced asthenia, numerous disability leaves. This event was considered serious due to disability and regarded as unanticipated according to the reference safety information for essure. Asthenia is a symptom of a number of different conditions. The causes are many and can be divided into conditions that have true or perceived muscle weakness. In this case, the condition was not specified. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced asthenia, numerous disability leaves. This event was considered serious due to disability and regarded as unanticipated according to the reference safety information for essure. Asthenia is a symptom of a number of different conditions. The causes are many and can be divided into conditions that have true or perceived muscle weakness. In this case, the condition was not specified. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.